Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During arcr procedure, the tip of the needle snapped. The broken tip left in patient. This needle successfully passed the suture five times in this procedure. A backup device was readily available. There was a delay of less then 30 minutes.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution. Evaluation codes updated.